Event description:
It was reported that a percuflex plus ureteral stent was to be used in a ureteral calculi procedure. During unpacking, it was found that one end of the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported. Picture provided by the customer showed that the coil and a part of the stent shaft was fractured.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the bladder coil was detached, and an additional segment of the bladder coil was missing since the detached piece was not returned. Media analysis showed that the bladder coil was detached. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of stent shaft break was not confirmed. It is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a ureteral calculi procedure. During unpacking, it was found that one end of the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported. Picture provided by the customer showed that the coil and a part of the stent shaft was fractured.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.